Manufacturer narrative:
(B)(4). Date sent: 12/16/2025. D4: batch #225d44. Corrected data: d4 (lot number, expiration date, UDI), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60g reload was received partially fired 1/3 and with an opened package. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 225d44, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/09/2025. D4: batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: patient status unknown. No change in post operative care. Device cut partially only, incomplete staples were formed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst60g with lot number 283d06; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a video-assisted thoracoscopic surgery, the doctor used reload to fire it in bronchus and then the first fire, did not staple and it got stuck in the bronchus and staple lines fell off. Subsequently the same thing happened with the next reload in the same firing. Resulting in incomplete stapling. There was no patient consequence nor surgical delay reported. No additional information provided.